Event description:
Physicians extensive experienced with the covidien ligasure device are having increased error messages including "too much tissue", "regrip tissue", and "too much fluid in the tissue". Multiple generators were tried and this did not alleviate the issue.